Manufacturer narrative:
Findings: all buttons function properly however moisture damage was found on keypad traces. No button error alarm noted. No moisture damage inside pump noted. Pump was received with scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture from sweat. The customer had a blood glucose level was unknown at the time of the incident. The customer states that the device did not alarm after moisture exposure. The customer sent the product back for analysis.